Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. Verified the strips expired 03/23/2018. Customer confirms the strips are stored properly. (B)(6) (sales rep) calling requesting a replacement meter. (B)(6) states that the patient is complaining that the trueresult meter is giving results in the 300s, but another competitor meter results are in the 100s.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. Verified the strips expired 03/23/2018. Customer confirms the strips are stored properly. (B)(4) (sales rep) calling requesting a replacement meter. (B)(4) states that the patient is complaining that the trueresult meter is giving results in the 300s, but another competitor meter results are in the 100s.